Event description:
The device was returned to the manufacturer after reaching elective replacement indicator (eri) less than three years post-implant. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in the field action but returned product testing found the device did not perform as described in the field action. This event was originally reported via alternative summary reporting, see report (B)(4). Concomitant medical products: 4076-45, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).